Manufacturer narrative:
H3: one pump was returned for analysis in used condition. The customer reported issue was not confirmed as the pump powered on normally. Visual inspection showed the upstream occlusion (uso) seal was buckling and the downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing revealed that the unit showed error code 41786 indicating low coin cell charge. The unit was charged in order to resolve this issue. The uso and dso seals were replaced. The device then passed all testing.

Event description:
It was reported that the device won't power on, it displays a black screen and continuously beeps. There was no patient involvement. Evaluation of the returned device identified a buckling upstream occlusion seal, lifting downstream occlusion seal, and error code 41786.